Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient's daughter stated the peg tube was unable to be mobilized and a buried bumper was suspected. After the peg tube was still unable to be mobilized, the patient visited the hospital and underwent an evaluation by a gastroenterologist. Additional information received on 13 feb 2025 from a field nurse who reported that the bumper was not "buried as much" but had slightly adhesions and was slightly attached to the stomach wall. The patient underwent a complete replacement without incident and was discharged from the hospital.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient's daughter stated the peg tube was unable to be mobilized and a buried bumper was suspected. After the peg tube was still unable to be mobilized, the patient visited the hospital and underwent an evaluation by a gastroenterologist. Additional information received on (B)(6) 2025 from a field nurse who reported that the bumper was not "buried as much" but had slightly adhesions and was slightly attached to the stomach wall. The patient underwent a complete replacement without incident and was discharged from the hospital.

Manufacturer narrative:
Correction to become aware date was amended from 10 feb 2025 to 13 feb 2025 only.